Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after starting the ilet, with glucose rising to 323 mg/dl despite no evidence of infusion set, tubing, or device damage, and with two consecutive dinner meal announcements entered due to uncertainty about completion while the user was early in the ilet learning period. Symptoms included hyperglycemia with queasiness and no loss of consciousness or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention beyond contacting support, no ketone testing, and return to target range with glucose at 109 mg/dl by the next day. Investigation included chart review, user interview, device history education, and verification that insulin delivery continued. Investigation of this case revealed that the event was associated with user operation, specifically an accidental duplicate meal announcement combined with early learning-period insulin adaptation relative to the user¿s customary higher dinner insulin needs, with no device or component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error in the context of the learning period.